Manufacturer narrative:
(B)(4). Attempts to obtain additional information from the account have been to clarify the effect to the patient however no additional information is expected; the account has declined to provide further information. Additionally the account stated that no samples will be returning for evaluation. Should additional information become available the file will be updated. (B)(4).

Event description:
It was reported that the patient had an allergic reaction however it was later confirmed through follow up that there was no allergic reaction, it was a foreign body reaction. The suture had to be removed and make "posterior curing". The date of the procedure is not known however it is known that the reactions were noticed 7 to 15 days after the procedure. The product was not treated prior to use.